Event description:
According to the reporter: procedure type 28293. Foot 4-5 week post op incision spitting sutures out and showing bloody discharge incision was closed. Current patient status: healing. No unanticipated tissue loss. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).